Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave 2.0 nav catheter was selected for use. During the procedure, the catheter was shifted from flower to undeployed, but the guide wire was not able to fully retract into the catheter. The catheter and wire were removed from the sheath outside of the body it was observed the wire was stuck. Through manipulation it was able to be removed from the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis as it was disposed.